Manufacturer narrative:
(B)(4). The exact age of the patient is unknown however patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a peg replacement procedure. The procedure date is unknown however it was reported the device was implanted four months ago. According to the complainant, strong resistance was felt during removal of the device from the patient. When the physician pulled the device upward the patient¿s gastrostomy site was damaged and the stoma site began to bleed. The bleeding stopped after pressure was applied to the stoma. The patient's condition was reported to be stable after the bleeding has stopped.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube. Was used during a peg replacement procedure. The procedure date is unknown however it was reported the device was implanted four months ago. According to the complainant, strong resistance was felt during removal of the device from the patient. When the physician pulled the device upward the patient¿s gastrostomy site was damaged and the stoma site began to bleed. The bleeding stopped after pressure was applied to the stoma. The patient's condition was reported to be stable after the bleeding has stopped.

Manufacturer narrative:
A visual examination of the device revealed the feeding, medication ports and c-clamp to be closed. The external bolster was present on the tubing. The internal bolster was found to be attached to the tubing with no issues identified. The inner bolster was flexible. The thickness of the internal bolster met specification. The tubing did not present evidence of material degradation. There has been no material changes related to this device. No issues were identified with the device. The condition of the returned unit was not consistent with the complaint incident that the device was defective. Therefore, the most probable root cause is not confirmed.